Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 19 mg/dl. The customer changed the infusion set two days prior to the event and she was not connected during the rewind or manual prime. Troubleshooting was performed. The time was incorrect during the phone call because the battery had been out for two days. The programming was checked and it was correct. Nothing further was reported.